Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Post procedure, during screening for a ttvr, a single leaflet device attachment (slda) was noticed, with the device being attached to the anterior leaflet. Patient had massive functional tricuspid regurgitation (tr) with widely separated chordal distribution. The principal jet location was central, anterior septal (a-s). During the index procedure, an ace device was implanted in a-s position and tr became moderate. Once the slda was detected, the tr was severe. Patient was in stable condition.